Manufacturer narrative:
Concomitant medical products: cocr fem head 32mm -3.5 offset 12/14 (cat# 142-32-93 / serial#: (B)(4), element-stem, collared w/ha, std offset, sz 12 (cat# 164-03-12 / serial#: (B)(4), alteon 6.5mm (cat# 180-65-20 / serial#: (B)(4), and integrip cc, cluster 54mm, g2 (cat# 186-01-54 / serial#: (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by legal brief, on or about (B)(6) 2018, patient underwent a left total hip arthroplasty due to severe osteoarthritis in is left hip. Orthopedic surgeon utilized exactech products in patient's left hip and did not breach any generally accepted standard of care in the field of orthopedic surgery in his care and treatment of the patient or negligently cause any injury to patient. During the surgery on or about (B)(6) 2018, patient had an exactech hip system implanted in his left hip. On or about (B)(6) 2022, patient received a letter via exactech, inc. And the orthopedic institute explaining that a "subset of patients who received the gxl liner experienced problems that required additional care and potentially further treatment. For this reason, exactech initiated a recall of gxl liners." The letter further explained that the orthopedic institute is asking it's patients that have received gxl liners to get evaluated for potential poly wear. Subsequently, on or about (B)(6) 2022, patient underwent left hip revision surgery due to poly wear and osteolysis. Surgeon indicated in his operative report that the "exactech novation acetabular component was well fixed, " but "there was evidence of wear of the poly liner". Moreover, surgeon noted that "there was bone loss in the acetabulum with osteolysis in the ilium and pubic bone."

Manufacturer narrative:
H6. Investigation results - the most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this is not confirmed, the devices were not returned. These devices are used for treatments, not diagnosis. There is no other information available.